Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) they were in a clinical setting on (B)(6) and got an injection. The following day they saw an informational power on reset (por) message on the recharger and patient programmer (pp) which was able to be cleared by the rep. Using the clinician programmer resolving the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.